Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va10qz7, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that she fell last week ((B)(6) 2016) "right on their spine, hit it pretty bad, and now seeing a wire hanging out of their spine. The patient could not lie on their spine or back it hurts". The patient stated that she noticed this wire hanging out right after this fall. It was stated that patient had not had a bowel movement in a week ((B)(6) 2016), and peed in their pants since this happened". The patient could not be seen in the health care office until (B)(6), and was directed to go the emergence room (ER). Additional information received from the consumer reported that the patient's second implant was broken due to a fall. The patient had to physically remove someone from their house and when they were doing that they fell. The patient fell on the implant on their spine and the lead was ripped out, all the way out. The lead had ripped out of the skin and was hanging outside the skin. The patient's health care provider (hcp) was aware and told the patient they were fine and to let the wound heal. The patient wanted to have the implantable neurostimulator (ins) removed. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.